Event description:
It was reported that during a coronary stent procedure, the physician experienced crossing difficulties during direct stenting of a distal rca lesion. While attempting to withdraw the system, it became caught on the guide catheter and entire system was removed. Upon removal it was noted that the proximal end of the stent was flared. The procedure was completed with another manufacturer's stent. No pt injuries or complications were reported.